Event description:
An increase in patient's torticollis of neck due to dystonia when he walked was reported. The settings on both left and right side implantable neurostimulators (ins) were 5.0v amplitude with pulse width of 150 microseconds and the rate of 50hz. Left side ins impedance was 827 ohms, right side ins impedance measurement was not available. Both stimulators were at 3.72v at time of implant. In (B)(6) 2011 both were at 3.72v, in (B)(6) 2011 both were at 3.72v. At the time of the report one ins was at 3.60v and the other was at 3.66v. Longevity estimate "showed 30 months." It was noted that the devices were "past the 30 month estimate." Normal battery depletion was reported about four months later. The device was replaced. The patient was hospitalized for one night due to pain. Information also reported on patient's other ins in regulatory report # 3004209178-2012-10923.

Event description:
Additional information received reported the patient's procedure was an 'outpatient battery replacement.' Refer to manufacturer report # 3004209178-2012-10923.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 3387s-40, lot# v218104, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v175997, implanted: (B)(6) 2009. Product type: lead. (B)(4).